Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that during the revision surgery, the recipient's electrode was visible from the external auditory canal. The external visual inspection revealed a shifted electrode ring ground. The photographic inspection confirmed a shifted electrode ring ground. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Prior to explant and reimplant surgery, the recipient reportedly underwent a cleaning procedure for a middle ear infection, which is unrelated to the device. During the procedure, the electrode was pulled out of the cochlea, leaving it visible in the external auditory canal. The recipient's device was explanted and the recipient was reimplanted with another advanced bionics cochlear implant. The recipient is doing well. This is the final report.